Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality along with bouncing image on screen and green distorted lines. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The reported complaint was confirmed, and the following reportable malfunctions were identified during the device evaluation: rust on connector, and scratches on lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had poor image quality along with bouncing image on screen and green distorted lines. There was no patient involvement.